Manufacturer narrative:
Device passed displacement test. The p-cap or reservoir locked in place properly during testing. No physical damage to reservoir tube lip was noted. Device received with cracked case at the battery tube threads. Device received with minor scratched display window and case. Device received with missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had crack at reservoir lip ring. The customer stated that the reservoir did not lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.